Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) wanted to review the presenting electrogram (egm) on this pacemaker. Technical services (ts) was consulted as the right ventricular (rv) lead was programmed to bipolar pacing and for unipolar sensing, ts determined that there was possible farfield oversensing. Ts recommended to performed an in-clinic testing. No adverse patient effects were reported. This pacemaker remains in service.